Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2009 by dr. (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2011 by dr. (B)(6); the filter was unable to be retrieved. The complaint alleges that the filter is embedded, tilted and fractured and has caused perforation. The complaint specifically alleges ¿struts perforate into duodenum and retrocaval fat, fractured strut remains in vena cava.¿ argon¿s attorneys are attempting to gather additional information.